Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/02/2024, that on (B)(6) 2024 the patient experienced a skin reaction. Date of event is an approximation. It was reported that the patient experienced a skin reaction with infection, under an entire patch area, which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. On (B)(6) 2024, the reaction was treated with a prescription of an unspecified oral antibiotic. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.